Manufacturer narrative:
The pump was received with critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to verify discrepancy between sg and bg readings due to critical pump error (open book image) alarm. Unable to download firmware using thump due to critical pump error (open book image) alarm. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked case battery tube side, and cracked corner belt clip rails. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage found on the motor and force sensor. Force sensor zero offset within specification (23.8 mv). The test p-cap locks properly into the reservoir compartment. Alarm-aa99-critical pump error (open book image) confirmed due to moisture damage on the pcba1 and pcba2. Unable to confirm discrepancy between sg and bg readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), sensor updating alert and difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102, 78893-01. Troubleshooting was performed. Customer was using the correct battery cap for the pump. Pump does not show any signs of damage. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-6102. No product return is required for 78893-01.